Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic valve, an electrocardiogram (ECG) identified an unspecified heart block when the delivery catheter system (dcs) passed through the native annulus. Subsequently, the transcatheter valve was placed at 2 millimeters (mm) on the non-coronary cusp (ncc). Medication was administered and permanent pacemaker was implanted. As reported, the heart block remained until discharge.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 25-apr-2026, UDI#: (B)(4) continuation of d10: product ID {{l-evolutfx-2329 }}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant da te {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.